Manufacturer narrative:
Based on the provided information and tests performed on site there is no indication of a malfunction of the mr system or coil used. It is concluded that the injuries at both inner thighs were caused by skin-to-skin contact. Only a sheet was used as padding and it was stated that there was potential for skin-to-skin contact. Furthermore the following factors were observed that contributed to the event: the patient was obese which may indicate a hampered thermo-regulation, the patient was covered by sheet , used scan protocol; 4 scans with high sar value and a total whole body rf dose of 5.0 kj/kg. (B)(4).

Event description:
Philips received a report that a patient experienced a heating sensation and reddening of the skin and blisters with a size of 3-4cm at the inner thighs were observed. The patient was positioned feet first supine and scanned for a pelvis examination with the torso xl coil.